Manufacturer narrative:
Concomitant products: product ID 37602, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type implantable neurostimulator; product ID 7495-51, serial# (B)(4) implanted: (B)(6) 2001, product type extension; product ID 3389-40, lot# j0118395v, implanted: (B)(6) 2001, product type lead; product ID 7495-51, serial# (B)(4), implanted: (B)(6) 2002, product type extension; product ID 37642, serial# (B)(4), product type programmer, patient; product ID neu_unknown_lead, lot# unknown, implanted: (B)(6) 2002, product type lead. (B)(4).

Event description:
It was reported the patient had a planned procedure to change out his implantable neurostimulators (ins) the day of current report. The patient reportedly had his ins¿s changed out from soletra¿s to activa sc in (B)(6) 2013. It was reported the patient had a loss of therapeutic effect when stimulation was turned on. It was reported the patient had good therapy going into ins replacements in (B)(6) 2013, but had not had good therapy since then. The manufacturer representative suspected a connection issue occurred during the replacement surgery. It was reported the patient had a visible tremor the date of current report, but it was unknown if it was a full or partial return of symptoms. No falls reported. The patient wanted the devices to be changed out because the patient reportedly had never had this type of problem with past devices, even after a previous motorcycle accident which did not affect his previously implanted devices at all. It was reported impedances were greater than 40,000 ohms when taken at 3 volts. One ins had high impedances with all pairs involving #2 (all other impedances were in normal range). The other ins showed elevated impedances with pairs involving #0, but nothing was clearly out of range. It was reported the patient had seen his neurologist several times since (B)(6) 2013. The manufacturer representative was going to consult with the neurologist as to how to proceed, as the location for the surgery only had physicians who replaced ins¿s and no other components. Additional information received reported the patient had a bilateral battery replacement. Impedances for both ins¿s were reportedly within normal range during the intraoperative test as well as during post-op programming. Both electrode and therapy impedances were ran and came back in the normal range. It was reported that the patient appeared to be receiving good therapy in the pacu after surgery.